Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burnt tip cover could not be determined, however, the issue was likely the result of use of a high-frequency treatment device without leaving a sufficient distance from the tip. The event can be detected and or prevented by following the instructions for use sections: 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the gastrointestinal videoscope, that the tip cover was burnt. There was no patient involvement, and no harm reported as a result of the event.